Event description:
It was reported that the bronchovideoscope had foreign material attached to the tip of the biopsy forceps. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented for correction to g3: correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was [11/08/2024].

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issue was confirmed. A leakage test at the distal end of the biopsy channel confirmed there was a leak. The inside of the channel with borescope was checked and found that there were scratches at the distal end. It was confirmed to be a metal like wire which did not match the aristocracy of the tube coil because it was a flat-shaped metal. It is likely that the foreign object, may be a part of the treatment tool or the metal of the peripheral device. However, the root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Instruction manual bf-p290 operation chapter 3 preparation and inspection, the detection method is described. Instruction manual bf-p290 cleaning/disinfection/sterilization chapter 5 prevention measures are described in the endoscope reprocess. Event 2 is not applicable because it is tier 3. Olympus will continue to monitor the field performance of this device.